Event description:
As reported for patient's right knee: "swapped out the poly today due to infection. No x-rays available, no other information available due to hospital policy."

Manufacturer narrative:
Reported event: it was reported ¿as reported for patient's right knee: "swapped out the poly today due to infection. No x-rays available, no other information available due to hospital policy." Product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review: a review of device history records shows that rob158 was inspected on (B)(6) 2011 and was handled. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a search of the complaint database under device identification pn (B)(4) reports no similar complaints for tka software, other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported for patient's right knee: "swapped out the poly today due to infection. No x-rays available, no other information available due to hospital policy."